Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was also noted that ventricular intrinsic amplitude was out of range. This pacemaker was programmed to vvir, and after testing rv sensing was programmed back to bipolar and unipolar pacing. Review of stored episodes revealed noise with oversensing and greater than two seconds of pacing inhibition. Technical services (ts) discussed possible causes including electromagnetic interference (emi) or diaphragmatic noise. Sensing was automatic gain control (agc), however fixed sensing seemed more appropriate. The field representative planned to speak with the health care professional (hcp) about additional testing and potentially reprogramming agc to fixed sensing. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was also noted that ventricular intrinsic amplitude was out of range. This pacemaker was programmed to vvir, and after testing rv sensing was programmed back to bipolar and unipolar pacing. Review of stored episodes revealed noise with oversensing and greater than two seconds of pacing inhibition. Technical services (ts) discussed possible causes including electromagnetic interference (emi) or diaphragmatic noise. Sensing was automatic gain control (agc), however fixed sensing seemed more appropriate. The field representative planned to speak with the health care professional (hcp) about additional testing and potentially reprogramming agc to fixed sensing. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported.